Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B) (6) 2010, inratio: 1.5, lab: 9.0. Pt has no signs of bleeding.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B) (6) 2010, inratio: 1.5, reference: 9.0, mean: 5.25. The mean is >5.0 and the difference is greater than 2.2. These results are considered inaccurate within the context of the documented variability for inr testing. Additional investigation is required. Inr reported did not meet accuracy criteria. Previous investigation on strip lot # 220375 from a prior case met accuracy criteria. No further investigation will be pursued. Conclusion: data analysis of mean calculation from comparison test data provided by end-user revealed both inratio and lab values are outside of the acceptance region for reference inr value >7.5 and inratio inr <5.0. Comparison of the two values is considered inaccurate. No product is expected to be returned. Pt taking antibiotics may affect inratio test. There is no sufficient info to determine the root cause. As of 03/01/2010, 9 discrepant result complaints were reported for lot #220375 yielding a complaint rate of 0.002%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%), no further action is required at this time. Ongoing trending shall be performed to determine if further action is warranted. Corrective action not required at this time.